Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting the same relief they got during the trial due to lead positioning. The leads did not migrate, the patient was told the implanting surgeon could not get the second lead past t10, and could not get the lead to t6 like they had during the trial. It is unknown which lead this is in reference to. Patient noted general pain symptoms due to not getting adequate relief. A revision was attempted, but aborted. The leads were removed, but patient vomited on the operating room table, so the revision was aborted before new leads could be replaced. The previous leads were discarded, and the ins remains in the patient until patient can be rescheduled. The issue is not resolved and is ongoing, and the rep reported they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-sep-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 15-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.